Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation revealed an eri message. The measured battery data was 1.77v, 12ua, 1.5 kohms with dashes (---) for magnet rate. The pulse amplitude, current, and energy seemed to be "unusual". The patient left the office, but it was recommended that the device be replaced.